Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the synchroseal instrument for failure analysis evaluation. However, as of the date of this report, the evaluation of the instrument has not been completed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a fragment from the tip of the synchroseal instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the synchroseal instrument was inspected before use, with no abnormalities found. No instrument functionality issues or collisions were observed during the procedure. The fragment was retrieved using da vinci instruments and extracted through the assistant port; all fragments were confirmed to be removed via endoscopic examination. No additional surgical procedures or post-operative imaging were required, and the operation was successfully completed robotically. There was no patient injury or post-surgical complications related to foreign object retention.